Event description:
It was reported that during cleaning, it was discovered that the 2 pins that lock the roller into place were sticking. Where the handle is attached, it was banged up and was stuck on mesher. There was no report of harm or delay as there was no patient involvement. Due diligence is complete and no additional information is available. At device evaluation the ratchet was not attaching to the bottom roll. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the calibration and test cut were not checked due to the ratchet not attaching to the bottom roll. The bottom roll, ratchet gear and 2 ball detents in the hinges were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.